Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead exhibited elevated thresholds, and during the system modification, the lead was found to be in a poor position for 'resynchronization.' The lead was explanted and replaced. No patient complications have been reported as a result of this event.